Event description:
It was reported that low hv lead impedance was observed. An x-ray revealed that the rv lead pin was not secure in the header. A procedure to correct the issue was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.